Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on october 27 2016 stating that the patient was reprogrammed right lead and had good coverage. The reprogramming was on (B)(6) 2016. It was noted that the cause for the intermittent stimulation on the right was that the spinal cord stimulator (scs) needed adjustment to cover targeted area.

Event description:
A patient reported their device was only partially working. The patient stated that at the end of august or (B)(6) 2016, she was getting stimulation on the left side but the right side was only working part of the time. The indication for implant was non-malignant pain and other chronic/intract pain (trunk/limbs).

Event description:
Additional information from the patient indicated that they were sent a replacement external device sent out to them as a step to resolve the intermittent stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.